Manufacturer narrative:
Pending evaluation.

Event description:
Revision of right knee components due to aseptic loosening.

Manufacturer narrative:
Upon review of all available information, the reported revision for loosening was likely the result of failure of the cement mantle between the tibial and/or femoral component(s) with the bone which led to aseptic (non-infected) loosening of the components. Devices are used for treatment, not diagnosis. A continuing periodic follow-up is recommended. Periodic x-rays should be taken to detect evidence of positional changes, loosening, bone loss, and/or device fracture. In such cases, patients should be monitored, and the benefits of revision surgery should be considered to avoid further deterioration. This device is used for treatment not diagnosis. No information, asked not provided.

Event description:
It was reported that a patient received an initial total knee arthroplasty eleven years ago and was seen recently by the surgeon and underwent a right knee revision due to aseptic loosening. No other information was reported. This is one of three products involved with the reported event and the associated manufacturer report numbers are 1038671-2018-00637, 1038671-2018-00638.